Event description:
It was reported that, "pt pulled top (2) screws out of rods. Did not fail, blockers were still in screw heads. Removed screws, cut top portions of rods, closed".

Manufacturer narrative:
Investigation is underway; results will be submitted in a supplemental report at the conclusion of the investigation.